Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture became detached from the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: please confirm the specific number of patient events have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. For each patient event please provide: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? If there are additional patient events and pcs have not been created, please create the additional pcs. Did the needle break and bend and needle pulled off at the same time for this single procedure? How many devices failed in this procedure? Did the device issue occur before use on patient or during actual suturing? Event/procedure date? Procedure name? Product code? Lot number? How was case completed? Any adverse patient consequences and what medical/surgical intervention was performed to manage them? Are samples being returned for evaluation? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m. Related to: 2210968-2022-01473.